Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008 during drain cycle 3. The patient's ultrafiltration reading was 1092mls, indicating the home patient (hp) drained 1092mls more than their programmed fill volume of 2800mls. This information gives a total drain volume of 3892mls (1092mls + 2800mls). The hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No patient injury or medical intervention was reported. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. It was noted in the therapy log that the pt had been draining less than the fill volume in previous cycles of this therapy session, which could have contributed to the increased drain volume in drain 3. The device will be routed to the service area.